Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data log shows a sudden drop in pump flow while running on higher p-levels, with active suction alarms throughout the case run. No sign of motor current spike or positioning alarm was noted during the case. The pump was left for another 48 hours on p-level 7 with flow less than 2 l/min and active suction alarms. Pump suction: as per the call, pump was positioned at 6.0 cm, under the papillary muscle and unable to be completely released without risk of explant. Despite attempts to resolve suction by pulling back the device and decreasing the p-level, suction alarms persisted and flows could not be obtained above 2.0 l/min. The cause of the suction issue was most likely use-related, based on data log review and provided clinical details suggesting that the device was under the papillary muscle and unable to be completely released. Device in wrong position: the cause of the positioning issue was most likely unintentional use-related, as repositioning appeared to be needed after the patient woke up and sat up in bed. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient was placed onto impella support for acute myocardial infarction complicated by cardiogenic shock. While on support, patient attempted to extubate. Waveforms began to appear like the device was pushed deeper in ventricle. Echocardiogram performed at bedside revealed device measuring at 6.0 cm. Pump was under papillary muscle, unable to completely release without risk of explant. Suction alarms began and unable to obtain flows more than 2.0 l/min. Suction alarms unable to be resolved with decreasing of p-level.